Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and screen was completely blank, while pump was still alarming. The customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged stuck button alarm/blank display on (B)(6) 2021. The device p-cap / test reservoir locks in place properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The device passed the displacement test, active current measurement and self test. The device failed the sleep current measurement due to corroded battery tube. All buttons function properly. Successfully downloaded history files and traces using thus software. Device was cut open to perform visual inspection and found moisture damage to the j7 power connector, motor, force sensor and electronic assembly pcba1. The j1 connector on pcba 1 was locked properly during visual inspection. However, stuck button alarm (61) found in the history files on (B)(6) 2021: 11:12:03:000. Device passed the keypad voltage test. The following were noted during visual inspection: corroded battery tube, scratched case and cracked battery tube threads. In summary, customer alleged stuck button alarm/blank display not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.